Manufacturer narrative:
On 20 january 2016, it was prepared a final report with the information already submitted in the initial report. On 21 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 we were informed that the revision was performed on (B)(6) 2015. The patient had poor bone quality and it fell apart on the medial side. The surgeon removed the patients gmk primary tibial tray, and tibial insert and put in a gmk revision stem, tibial tray and gmk primary tibial insert. On (B)(6) it was communicated that the implants will not be available. Batch review performed on 18 november 2015: lot 134818: (B)(4) items manufactured and released on 13 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. On 18 nov 15 the medical affairs director made the following analysis: the patient has reportedly got poor bone quality, and the x-rays supplied are definitely compatible with this assessment. It may be assumed that poor bone quality was present at the time of first surgery and that it is responsible for the uneven cement distribution. Probably the surgeons decided to attempt a less invasive implant hoping for bone to recover and supply the necessary support, but apparently this did not happen and a more invasive implant had to be chosen later. Root cause is most probably poor bone quality on proximal medial tibial side.

Event description:
The surgeon has scheduled a revision surgery for (B)(6) 2015. This revision surgery is due to loosening of the tibial baseplate on the medial side.